Manufacturer narrative:
Investigation results completed on a smiths medical cadd medfusion 3500 pump. Arrives with damage to bottom of case. Punger has a cracked by screws. History log revealed motor not running error. When testing was done to validate complaint, the lcd has two lines going threw the display. Motor not running test was verified during flow test. Reported a rebuilding of device essentially took place. Replaced worm coupling, gear and lcd display. Upgraded power receptacle, motor and worn square shaft. The device was greased and recalibrated.

Event description:
Information received a smith medical medfusion 3500 pump lcd damaged dead pixels, and motor not running. No patient adverse events reported.